Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, flat creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: - a striated edge broken in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported suspected rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Age: year of birth (B)(6). Initial reporter phone number: (B)(6). (B)(4). Device photo evaluation: device photographs for the device related to the reported event of rupture were reviewed. Visual analysis of the photograph identified brown particles on the surface of the shell and a broken shell. Due to the impossibility to perform a further analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspected rupture. The device has been explanted. This record relates to the right side.